Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 250 units of insulin. Reportedly, the customer was not performing the air removal step. Customer¿s blood glucose was 260 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.